Event description:
The customer reported via phone call indicating that the insulin pump had a battery out limit. Customer's blood glucose was 254 mg/dl. The customer stated the insulin pump alarmed during normal use. Customer was advised and explained that a battery out alarm during normal use may indicate a loose battery cap. The customer was advised that we would send a replacement battery cap. Customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.